Manufacturer narrative:
Siemens headquarter support center (hsc) specialists evaluated the dimension vista instrument and centralink data logs with the following results: the dimension vista instrument logs indicated that on the day of the event when the sample was initially loaded and a query was sent, the response from centralink to dimension vista was "no tests" and a red "problem sample" alert was posted to the system status area of the dimension vista screen. The hsc specialist also determined that, on the day of the event, the sample rack containing the sample was then unloaded, the customer then logged in as "admin" and pressed the "dismiss problem sample" button for sample (B)(6). Hsc concluded that the dimension vista software was working as expected and had posted an alert to the customer that no order tests were available for the sample. The centralink instrument logs confirm that: the query from the dimension vista instrument was obtained 3 seconds before the order for the sample was transmitted from the lis; the dimension vista queried the centralink server for the sample work request at 19:04:51; and the centralink server responded with a "no sample" available message. Reviewing the lis translator log revealed that the sample work request was not downloaded to the centralink server until 19:04:54. Hsc also confirmed that the lis channel was not busy at the time of event; therefore, downloading of the sample was not delayed by centralink. The cause of the delay in sample testing was due to a user error. The customer loaded the patient sample before a work order for the sample was received and ignored system errors alerting the customer of a problem. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that a result was not obtained for a patient sample scheduled for testing on (B)(6) 2016, until the following day. The operator who called in stated that three hours after the new shift's arrival, they discovered that the original sample was still pending. The operator then ran the sample on a dimension vista instrument, which resulted high for cardiac troponin I and required dilution. The result was reported to the physician(s). The operator requested another sample from the patient to verify the elevated cardiac troponin I result. The new sample was run, and the elevated result was verified. The result was reported to the physician(s). The ccc specialist connected to the centralink data management system via remote connection. After review of data logs, the ccc specialist discovered that on (B)(6) 2016, the sample was loaded on the dimension vista instrument before the work order from the laboratory information system (lis) was received for the sample in centralink and without an order from the lis, the sample was not run. Ccc communicated the findings to the operator. The customer informed ccc that the patient expired. Ccc followed up with the customer regarding the patient. The customer stated the cause of the patient expiring was due to "comorbidity issues". The customer stated it is not believed that the patient expiring was due to the delay in testing. The customer could not provide treatment information or clinical history for the patient.